Manufacturer narrative:
(B)(4). Correction: the date received by manufacturer of follow up #1 was (B)(6) 2016 rather than (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional testing, and an alarm log review were performed. During the power on self-test and the alarm log review, the f-38 alarm was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event, though the device had been previously serviced for the same alarm with the same cause (the fsrs were replaced and the device was released within specifications). The cause of the alarm for this report was determined to be out of specification force sensing resistors (fsrs). The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump presented the f-38 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.